Manufacturer narrative:
Updated information in this report. Visual inspection of the returned device did not find any anomaly. Functional testing was performed and the device operated to specifications. A review of the patient's diagnostic data also showed no evidence of a device malfunction. The manufacturing records were reviewed and no non-conformities were found.

Event description:
The device was returned and analyzed.

Manufacturer narrative:
Nevro is awaiting the return of the device.

Event description:
It was reported to nevro that the device was removed. Nevro is attempting to obtain additional information regarding the nature of the device removal and patient information. It was suspected that the device was removed due to ineffective pain relief. There have been no reports of further complications regarding this event.